Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate on the pump showing 50 units instead of the expected 117.6 units, exceeding a 30-unit difference. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.